Event description:
It was reported that during reprocessing the bronchovideoscope tested positive for 27 colony forming units (cfus) of unspecified microorganisms in the biopsy channel and 3 cfu in the suction channel. Upon repeat testing, results were positive for 11 cfu in the biopsy channel and 32 cfu in the suction channel. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.